Manufacturer narrative:
The resolution is unknown. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. The customer contact reported there is no patient information available. Additional information was received that the event occurred during patient use. There was no patient injury.